Manufacturer narrative:
Lead model unk, lot # unk, implanted: (B)(6) 2003, explanted: (B)(6) 2009; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009; programmer model 3031a, serial # (B)(4).

Event description:
The patient's body fought the device like it was a foreign object. Her device moved from her higher hip area to the lower buttock region. It caused discomfort when she pulled on a pair of jeans. The ins was replaced. Additional information has been requested.